Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) unit involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported complaint of error c-34. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. A root cause of the reported failure was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted uvulopalatopharyngoplasty surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that error c-34 occurred on erbe integrated electrosurgical unit (iesu). The tse reviewed the error logs and confirmed error c-34, which was due to low high frequency (hf) voltage. Troubleshooting was conducted and despite the efforts, the issue persisted. The tse then advised the customer to replace erbe with forcetriad generator, but no forcetriad generator was available at the time. Eventually, the surgeon elected to convert to laparoscopic surgery and completed the case with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was normal upon powering on the system. No error occurred when the system was powered on. The surgeon completed the procedure with the original ports on the patient. There was no post-operative complication, and the laparoscopic surgery was successful. .

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event of getting repeated c34 errors on erbe iesu when firing monopolar energy was confirmed. The fse replaced the erbe integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the iesu unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the procedure log showed that the uvulopalatopharyngoplasty (uppp) surgical procedure was performed on (B)(6) 2022 via system serial #(B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to erbe iesu not functioning. Also, complaint investigation confirmed that the field service engineer (fse) confirmed the failure and replaced the iesu to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.